Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm, prime anomaly, failed battery test, and damage. The blood glucose at the time of the incident was unknown. The customer states the insulin pump has some chips by the battery in plastic, rainbow effect on the screen, no delivery alarm, failed battery test, the batteries are lasting less than a week, and insulin shoots out of the set. The customer also noted the rewind takes longer and the back has dimmed, but did not specify. The customer declined to be transferred to the helpline. Troubleshooting was not performed. The device will not be returned for analysis.